Event description:
It was reported that the pt had no stimulation sensation following a fall in 2008. The pt attempted to adjust amplitude with the pt programmer, but still had no stimulation sensation. The pt also experienced preexisting pain. X-ray (early 2009) noted migration of the lead. The pt underwent explant/revision of the lead. The pt outcome was reported as a non-serious injury/illness.